Manufacturer narrative:
The therapy pca and processor pca were replaced and the device passed all performance assurance testing and was placed back in service.

Event description:
It was reported to philips that the device "therapy delivery test failed". There was no reported patient involvement.